Event description:
As reported by the user facility: reports the valve leaked. It was a two hour infusion and the infusion was almost finished when it started leaking. Chemo was infusing through the valve at the time of the leak. The location of the leak is unk. The valve was attached to a port-a-cath tubing and the chemo IV infusion line.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. If the sample is received for eval or if additional pertinent info becomes available, a follow-up report will be filed.